Event description:
It was reported that the device delivered inappropriate therapy for sinus tachycardia. It was noted that the patient overexerted herself before receiving the therapy. Programming changes were made. The patient was good after the event.